Manufacturer narrative:
The MFR has notified the FDA of the recall on 04/13/2010.

Event description:
The caller reported that a therapist had commented to him that they had a tracheostomy tube rupture on a pt and had to change it out. The lot number is unk. The caller stated, he believes the tube was an 8fen and that there was no problems or issues in having to change the tube out, but pt did require recannulation. The caller stated, he didn't know how long the tube had been in the pt, but believes this occurred within the last two weeks. The tube was discarded. The caller didn't know how the leak was discovered.